Event description:
It was reported by repair work order that the zoom drive disengages during use due to damaged carriage bolt weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.